Event description:
The patient contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The patient was connected. The patient stated they had not performed therapy for the last few nights and did not know if they were empty. The baxter technical service representative (tsr) performed a test fill and drain and found that the patient was not draining all the way. The tsr had the patient inspect the patient line and the patient stated there was air in the line. The tsr had the patient end therapy and contact their nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the reported low drain volume alarm. The cg did not notice anything unusual with the supplies that might have caused the issue. The cg stated they attempted to contact nurse regarding the alarm, but they were unavailable and they did not have the doctor's number. The cg stated once they started over with new supplies they were able to complete the therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter received one actual sample for evaluation in reference to the report for a low drain volume alarm in which air in patient line was reported. There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. This report for a low drain volume alarm was not confirmed. Based on the information gathered during baxter's investigation, the cause of the report was air in patient line. However, the root cause of the air in patient line was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available